Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). Journal article citation: veraldi, g. F., mezzetto, l., scorsone, l., gennai, s., macrì, m., & silingardi, r. (2019). Hybrid rescue technique after failure of a standard multibranched stent graft. Journal of vascular surgery cases and innovative techniques, 5(3), 338¿342. Doi: 10.1016/j.jvscit.2019.03.021.

Event description:
It was reported in an article in the journal of vascular surgery cases and innovative techniques titled " hybrid rescue technique after failure of a standard multibranched stent graft " that after failed attempts at relining the right renal artery stent graft, vascular covered stent graft was deployed into the right renal artery and the two other stent grafts were connected with a running suture. Postoperative complications included gastric bleeding with respiratory insufficiency, which were treated with endoscopic embolization and medical therapy in the intensive care unit, where the patient remained for three weeks before being transferred to a rehabilitation unit. Follow-up computed tomography (CT) scans performed one month later confirmed the regular patency of the visceral vessels with no signs of leakage and the clinical outcome after six months from the procedure was uneventful.

Event description:
It was reported in an article in the journal of vascular surgery cases and innovative techniques titled " hybrid rescue technique after failure of a standard multibranched stent graft " that after failed attempts at relining the right renal artery stent graft, vascular covered stent graft was deployed into the right renal artery and the two other stent grafts were connected with a running suture. Postoperative complications included gastric bleeding with respiratory insufficiency, which were treated with endoscopic embolization and medical therapy in the intensive care unit, where the patient remained for three weeks before being transferred to a rehabilitation unit. Follow-up computed tomography (CT) scans performed one month later confirmed the regular patency of the visceral vessels with no signs of leakage and the clinical outcome after six months from the procedure was uneventful.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: veraldi, g. F., mezzetto, l., scorsone, l., gennai, s., macrì, m., & silingardi, r. (2019). Hybrid rescue technique after failure of a standard multibranched stent graft. Journal of vascular surgery cases and innovative techniques, 5(3), 338¿342. Doi: 10.1016/j.jvscit.2019.03.021. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.